Event description:
The customer complained of a questionable result for one patient sample when tested with the c-reactive protein gen.3 (crp) reagent. The initial result was 0.2 mg/l. The result was reported to the doctor. Due to previous high results, the doctor performed a capillary measurement on an affinion as100 device. The result was 54 mg/l. The doctor informed the laboratory on (B)(6) 2013. The laboratory repeated the original sample with a result of 68.5 mg/l. The patient was not harmed by any action taken. The crp reagent lot number was 678447, with an expiration date of 11/29/2014. The customer was asked to provide reaction monitors but did not provide them. Due to lack of information, a specific root cause could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).